Event description:
It was reported that the customer was experiencing unexplained high blood glucose levels. As a result he changed his infusion set and when he inserted his infusion set he experienced pain. The customer's blood glucose level was 321 mg/dl. At the infusion site there was a small red bump. He received no delivery alarms causing his blood glucose levels to go up and was hospitalized on (B)(6) 2014.the customer treated his high blood glucose level with a manual injection. The product was not returned. Nothing further to report.

Manufacturer narrative:
Reference medwatch 2032227-2014-52028 for additional information.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)